Event description:
During a a-fib ablation case the duo-deca catheter was placed in the coronary sinus. Internal electrogram 17 and 18 showed artifact or noise of signal. The problem was determined to be a stryker re-processed (B)(4)cable. The cable was replaced and the problem was resolved. The patient was not impacted enough for the slightly longer anesthesia time during the trouble shooting period. Immediate intervention was to replace the faulty cable. Re-sterilized cable found to have prongs that would not properly connect to equipment which led to an artifact.